Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had intractable vomiting and syncope and was experiencing hypokalaemia. It was identified that the right ventricular (rv) lead exhibited high number of the sensing integrity counter (sic) over-sensing episodes, noise and low impedance was also noted. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician has opted to closely monitor the lead.